Manufacturer narrative:
The navigation unit was returned to orthalign for evaluation. The investigation has been completed by an orthalign engineer. The behavior was reproducable and the complaint is confirmed. During the investigation it was discovered that there is a software "bug" that allows the user to skip calibration when the user repeatedly presses and holds on the touch screen at the correct moment in the procedure. The skipping of calibration is readily detectable to the user. For harm to occur, the user must perform the unintended action of skipping calibration and use the device with improper calibration. The absolute accuracy of the navigation unit accelerometers does not directly correlate to the system accuracy,and device inaccuracy is a known risk defined in orthalign's risk documentation. Orthalign will continue to monitor this issue and the software will be updated to correct the "bug".

Event description:
Customer reported that the navigation unit would not calibrate. Upon receipt of the unit and investigation of the complaint, it was found that the log shows that bt calibration was skipped.